Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8dpeg15b, and in-house contour next link 2.4 meter with in-house strips from the aforementioned lot, which gave satisfactory performance.

Manufacturer narrative:
As per the contour next link 2.4 user guide "capillary (fingerstick or alternative site) blood glucose testing may not be clinically appropriate when peripheral flow is decreased. Shock, severe hypotension, hyperosmolar hyperglycemia, diabetic ketoacidosis, and occurrence of severe dehydration are examples of clinical conditions that may adversely affect the measurement of glucose in peripheral blood."

Event description:
The customer reported that on (B)(6) 2019 at 4:54 p.m., she obtained a blood glucose reading of 162 mg/dl on the contour next link 2.4 meter. However, she was presenting with the symptoms of hyperglycemia such as excessive thirst, sweating and frequent urination. The customer stated that she drank gatorade after which she vomited. The customer also stated that she was undergoing ketoacidosis, so she drove herself to the emergency room, where she was treated with fluid, morphine and insulin. A blood test was performed in the hospital and a reading of over 600 mg/dl was obtained. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.